Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, component separation with excision of mesh. The patient went on to have abdominoplasty at a separate setting. Chronic seromas of anterior abdominal wall, which became infected, then developed chronic wounds, which were treated with conservative management.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, emotional distress, seromas, and infection. Post-operative patient treatment included revision surgery, abdominoplasty, component separation with excision of mesh.

Manufacturer narrative:
Additional information: b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h4, h6 (added patient and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.